Manufacturer narrative:
The insulin pump powered up properly after the battery was installed. No blank display noted. The device was received with missing segments due to cracked and bleeding lcd glass. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.(B)(4).

Event description:
Customer reported via phone call, he was giving himself insulin and half of the display went blank. He also sees a smudge where the batter would be. He can't read anything on the right side corner but the time was still advancing. Customer's blood glucose was 114 mg/dl. Customer didn't have any batteries and stated would call back to perform troubleshooting. Customer called back after getting a new batter to test the insulin pump, half of the screen went blank. A black smudge was noted on the screen where the battery icon would be and white at the right corner. Customer stated he has been having issues with blank display. Customer inserted the new battery and the display didn't return to normal. The device wasn't dropped or bumped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.